Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after the reset, the error code did not appear again.